Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for the generator used in this event: 1221934-2015-10101. UDI: (B)(4).

Event description:
The vapr produces a short circuit and cause a minor burn patient and the vapr generator indica short and stops working. Procedure: shoulder arthroscopy. The following additional information was sent via e-mail by the affiliate on 10-22-2015: the doctor and nurse think that the generator caused the burn to the patient. However, the electrode did spark/arc inside the patient's joint. Nothing fell into the patient. The electrode was not a reprocessed device. The sales rep does not know if the procedure was extended or delayed. The surgeon opened other electrodes but they defaulted and when they switched to a vapr ii generator they were able to complete the surgery. The surgeon did not treat the patient's burn. The following additional information was sent via e-mail by the affiliate on 10-26-2015: the customer could not remember if the generator gave an "output shortage" error code or if the electrode sparked if and when there was an actual output shortage. The electrode is not available for return.